Manufacturer narrative:
Device not available.

Event description:
During the procedure of a thrombectomy in the right internal carotid artery (ica), two passes were made with the subject device. The physician believed that a fragment of the thrombus moved to the beginning of the left posterior communicating artery (pcom) occluding the vessel. The pcom was recannalized. Three days post procedure, the patient experienced left upper extremity weakness. Imaging taken six days post procedure; revealed the pcom to be patent and an infarct posterior to the pcom. The patient recovered from with some transient impairment that is slowly resolving. The physician stated that the recannalization of the pcom caused a distal embolism. No other information was provided.

Manufacturer narrative:
The subject device was not available; therefore, physical analysis cannot be performed. However, patient outcome of thrombosis, embolus, and stroke are noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During the procedure of a thrombectomy in the right internal carotid artery (ica) two passes were made with the subject device. The physician believed that a fragment of the thrombus moved to the beginning of the left posterior communicating artery (pcom) occluding the vessel. The pcom was recanalized. Three days post procedure the patient experienced left upper extremity weakness. Imaging taken six days post procedure; revealed the pcom to be patent and an infarct posterior to the pcom. The patient recovered from with some transient impairment that is slowly resolving. The physician stated that the recanalization of the pcom caused a distal embolism. No other information was provided.